Event description:
Report of blood leaking from the thermistor port of a pulmonary artery catheter received. The pt was admitted pre-operatively for a scheduled above the knee amputation. Pt developed congestive heart failure and was transferred to ICU for placement of a thermodilution catheter. The cardiologist had some difficulty with the insertion of the catheter and it had to be pulled back and re-advanced multiple times in order to obtain a waveform. Staff observed right atrial readings during the manipulations, but no waveform and they thought the catheter was coiling up and not advancing. The catheter was eventually correctly placed. While applying a dressing to the insertion site, the nurse noted "a steady flow of blood" dripping from the thermistor port. She reports that approximately 50ml of blood was lost. The catheter was removed and the introducer was left in place. The customer reports that the pt was hemodynamically stable before, during and after the procedure. The pt went to surgery as planned. The pt did not experience any adverse effects. No add'l info was available.